Event description:
During a routine follow-up it was reported that this right atrial (ra) lead had a dislodged. Subsequently, this lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.